Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was draining quicker than normal. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded per hospital policy.